Event description:
The following additional new info was received from the customer subsequent to the initial report. It was reported that the pt expired in 01/03. The causes of death listed on the death certificate were "multi-organ failure and severe septic shock".

Event description:
The md achieved arteriotomy closure with the perclose a-t (the closer ak) device after an interventional procedure performed via the rt. Groin. It was reported that the pt. Underwent a diagnostic procedure in 2002 also via the rt. Groin; however, manual compression was used to achieve arteriotomy closure. The pt. Remained hospitalized due to elevated blood urea nitrogen & creatinine levels. It was reported that a renal angiogram was also performed. The results are unavailable. The pt. Was discharged home 11 days later. 6 days later it was reported that the pt. Noticed a hematoma at the rt. Groin site but did not seek treatment. 3 days later the pt. Presented to their md's office with the rt. Groin hematoma. An ultrasound of the rt. Groin was performed & revealed a hematoma, but no pseudoaneurysm. It is unknown if any treatment was prescribed. 2 days later the pt. Presented to the hospital with complaints of pain a the rt. Groin access site. The pt. Was admitted & blood cultures were drawn which revealed gram-positive cocci clusters/staphylococcus aureus. It was reported that on 2 days later pt. Was taken to surgery for removal of the stitch, an endarterectomy of the rt. Common femoral artery & repair of the artery with a vein patch. 1 week later the pt. Complained of pain at the rt. Groin & returned to surgery for an emergent exploration. The surgeon performed a rt. Common femoral artery to femoral artery bypass & a resection of the rt. Common femoral artery. An unspecified culture revealed methicillin resistant staphylococcus aureus. It was reported that the pt had continued "symptoms" post surgery. Two days later pt was taken to surgery for a right external iliac to above knee popliteal artery bypass, excision of the right common femoral artery to femoral artery bypass, debridement of the right groin wound, and repair of a right groin lymphocele. Four days later a PICC line was inserted for administration of long-term IV antibiotic treatment with vancomycin. As of eleven days later the pt remained hospitalized and was doing "moderate" to date. It is unk if the pt has been discharged. There are no reports of any further adverse pt sequelae.